Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedance measurements. In addition, undersensing was noted on the ra channel. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section b5 and h6 codes. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedance measurements. The device was programmed vvi. No adverse patient effects were reported. This ra lead remains in service.